Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the pacing capture threshold in the rv (right ventricle) was elevated.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, low pacing impedance, and small r-wave measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.